Event description:
A surgeon reported a patient with unexpected visual acuity and refractive error after the surgery. The surgeon indicated there have been no changes in surgical technique, patient status and examination. Additional information has been requested. There are three medical device reports associated with this event. This report is for patient one of three.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. (B)(4).